Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include investigation conclusions.

Event description:
During fnb operation, the metal leur lock did't fix. The customer could not used it and dr. (B)(6) used another echo-hd-3-22 needle and finished the procedure. During the lab evaluation it was noted the needle notch was kinked.

Event description:
During fnb operation , the metal leur lock didn't fix . The customer could not used it and dr. (B)(6) used another echo-hd-3-22 needle and finished the procedure. During the lab evaluation it was noted the needle notch was kinked. Additional information received from the customer indicated that there was a proximal kink in the needle, however this was disproved during the lab evaluation.

Manufacturer narrative:
510(k) number: k142688. (B)(4). Exemption number: e2016031. (B)(4). Device evaluaiton: 1 x echo-hd-3-20-c from lot number c1383775 was returned to cirl for evaluation involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, the device was used in the procedure. After dr. (B)(6) did eus-fnb 1st puncture, the metal leur lock didn't fix. The customer could not use it and dr. (B)(4) used new second echo-hd-3-20-c needle and finished the procedure. There was no complaint related to the second device used. It was confirmed that the reported device involved had a kink/bend in the needle, on the handle end. The location of the target side was head of pancreas. The size of the intended target site was measuring 2cm. It was confirmed that olympus gf-uct240 scope was used with the device. Customer confirmed that it wasn¿t difficult to gain the targeted site. Dr. (B)(6) was puncturing the head of pancreas from duodenum while the endoscope in twisted position. During procedure, it was little hard for the needle penetration of the targeted side. The stylet was in place, inside the needle when advancing into targeted side. First biopsy procedure was obtained with use of this needle. It was reported that no section of the device detach inside the patient. The needle was fully retracted when the device was removed from the patient. It was noted that the customer did inspect the device prior to use and there was no problem with the product. The device related to this occurrence underwent a laboratory evaluation on the device was returned in plastic bag. Stylet was returned outside the device. There was no needle exposure noted. The needle advances and retracts without issue. There was normal curvature in needle, noted as banana shape. Luer was off centre and slight damage to sheath at proximal end was found. Stylet cannot be inserted. Sheath extender was very stiff due to the luer. A kink at the needle notch was noted. During the laboratory evaluation it was noted that there was a kink at the notch of the needle. Therefore following the laboratory investigation another complaint file was requested to capture second failure mode. The second failure mode was notified as kink at the notch. This complaint file addresses kink at the notch and the additional file will address the leur lock issue. A definitive root cause for this complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that this occurred due to hard lesion. Second complaint file was requested to capture this laboratory findings the customer complaint is considered to be confirmed as failure was verified in the laboratory. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that the user may be hard lesion. Documents review: prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records did not reveal any discrepancies that would have contributed to the complaint as the device was re-worked with a new needle. A non conformance was noted in the work order for the handle (mark on product- do not use for packaging component. To be used for product or components. To be used for cosmetic damage on products/component), however this was subsequently re- worked and would not have attributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1383775; upon review of complaints this failure mode has not occurred previously with this lot # c1383775. The notes section of the instructions for use ifu0077-4 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . "The tip of the needle and stylet are sharp and could cause injury to the patient or user if not used with caution. " there is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Summary: the customer complaint is considered to be confirmed as the luer was found to be off centre. The risk associated with this complaint is risk category iii/no risk level. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During fnb operation , the metal leur lock didn't fix . The customer could not used it and dr. (B)(6) used another echo-hd-3-22 needle and finished the procedure. During the lab evaluation it was noted the needle notch was kinked.

Manufacturer narrative:
510(k) number: k142688. (B)(4). Exemption number: e2016031. (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.